Event description:
It was reported that the housing of the endowrist prograsp forceps instrument is broken. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found the instrument was returned with the housing and levers missing. Engineering concluded that the housing and levers likely came off due to mishandling of instrument. Engineering also observed that distal end of main tube has a 2.5 inch long by .125 inch wide section with material removed on one side of the tube. The damaged area is parallel to tube axis and has a rougher surface finish than the rest of the tube. Based on the location and appearance, the damage was most likely caused by a cannula accessory. Add'l investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if add'l info is received.